Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 6-jan-2023 via email and attached to complaint object: customer stated that it was not reported to being on a patient.

Manufacturer narrative:
Device evaluation: tamper seals are both broken. Missing battery. Cracked right plunger case and bottom case by l-bracket. Primary audible alarm bgnd test. Power up process, audio test, occlusion test. Cannot duplicate any primary audible alarm error. No problem was found. Adc counts were within spec. No repair needed for reported problem since no problem was found. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a primary audible alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.